Event description:
It was reported that during retraction, the distal tip of the recanalization catheter detached and remains embedded in the pt's sfa. There were no attempts to retrieve the detached tip. No further intervention will be performed. There was no reported pt injury.

Manufacturer narrative:
A mfg review was performed; the lot met all release criteria. The sample was returned with the distal tip was missing and not returned. Obvious signs of stretching were observed to the outer catheter. Based on these results, the investigation is confirmed for tip detachment. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event; however, the definitive root cause for this event could not be identified.